Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implant was infected with (B)(6) and had drainage. The patient stated that his bottom stitch popped out from a fall in 2015 and the area never healed and there was still a hole in his back that drained. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.